Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a cassette caused a no disposable alarm on a pump. 80ml of mixed remodulin was wasted. There was no patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).